Event description:
It was reported that the right atrial (ra) lead helix would not retract. As the lead was exercised on the back table prior to implant, it took over thirty turns to and the helix would still not retract. The ra lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The distal lv (low voltage) electrode of the lead was covered in blood. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.